Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia reported at 346 mg/dl and independently injected fast-acting insulin outside the ilet while leaving the pump connected, stating the pump was not working. The event involved an improper method and concurrent external insulin use while the device remained connected, with no specific device component implicated. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user or third party. Investigation of this case revealed no device problem was found, and a usage problem was identified, characterized as an improper or incorrect procedure or method, with no applicable part or component term. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.